Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery and discomfort at the ipg site. The ipg was set to surgery mode. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information was received wherein the ipg was explanted, replaced and relocated. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.